Event description:
On 03/09/1999, the present owner of the manufacturer (MFR) received a letter from the patient's attorney that states the following: "this is to advise you that the undersigned represents the patient, a minor and his mother for a products liability action involving an implantable device system (catalog/lot number of the device, explant date etc were not provided) which he received on 02/10/1997, and which we believe to be one of your products. If you have insurance, please forward this letter to your insurance company and ask them to contact me. If you are self-insured, please contact me directly. Both you and your insurance company are instructed to make all future contacts regarding this matter with the patient's attorney and not with the clients. Please cause your insurance company to forward to me copies of all written oral or taped statements taken from my client. All medical and other authorizations given to you or your insurance company by my client are hereby cancelled. It appears that this device was purchased and implanted prior to the present MFR's aquisition of the company and as a result, the legal department for the MFR's previous owner has been notified of this incident. Additionally, they have been asked to provide the present MFR with additional information (i.e. Catalog/lot number of the device, event/explant dates, physician's name, address and telephone number etc.)" No further details were provided.